Event description:
The pt was implanted with two scs leads from the same lot number. It was reported the pt has no used scs system in over a year since the stimulation does not help relieve her pain. The pt turned off her system and would like to have it removed. Follow-up identified the pt's entire scs system was removed on (B)(6) 2013.

Manufacturer narrative:
Results: the complaint of "ineffective stimulation" was confirmed. As received, both leads were complete. However, one lead had an open at channel 6. Since visual inspection revealed no broken wires in the lead body, the electrical open was likely due to an open at the channel weld site. The broken wire was consistent with an overstress condition the lead was subjected to while implanted. Microscopic inspection of the second lead revealed broken wires 22.0 cm distal to the stimulation end. Channels 3 and 4 measured open due to the broken wires. The fracture in the lead body is consistent with an overstress condition at the distal end of the swift-lock anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.